Event description:
Related manufacturer report number: 2017865-2022-42312. It was reported that the patient presented for extraction of the right atrial lead due to noise. Additionally, the right ventricular lead was noted to be fractured. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of lead fracture was not confirmed. As received, only the distal portion of the lead was returned in one piece. An electrical test and x-ray examination did not find any indication of conductor fractures. Shorting between conductors was found at the distal portion consistent with procedural damage. Visual inspection of the partial lead did not find any anomalies except for procedural damages.